Manufacturer narrative:
(B)(4).

Event description:
It was reported "issue with fluid backing up into contamination shield. Checked all connections, no user errors noted. No missing or visibly broken connections, correct size introducer, unsure of cause". No additional information available from the customer regarding patient condition

Event description:
It was reported "issue with fluid backing up into contamination shield. Checked all connections, no user errors noted. No missing or visibly broken connections, correct size introducer, unsure of cause." No additional information available from the customer regarding patient condition

Manufacturer narrative:
(B)(4). The reported complaint for "issue with fluid backing up into contamination shield" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.